Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. Review of device data by boston scientific technical services confirmed the power consumption is increasing in a gradual fashion consistent with low voltage filter capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Device replacement was recommended. The pacemaker remains in service at this time and the no adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the pacemaker was explanted and will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. Review of device data by boston scientific technical services confirmed the power consumption is increasing in a gradual fashion consistent with low voltage filter capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Device replacement was recommended. The pacemaker remains in service at this time and the no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. Review of device data by boston scientific technical services confirmed the power consumption is increasing in a gradual fashion consistent with low voltage filter capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Device replacement was recommended. The pacemaker remains in service at this time and the no adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the pacemaker was explanted and will be returned for analysis. No additional adverse patient effects were reported.